Event description:
The event is reported as: complaint alleges: the respiratory therapists state that the circuits are leaking excessively, and the exact location of the leak could not be determined. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.